Manufacturer narrative:
(B)(4) reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#: 00-7848-023-00, kinectiv modular neck g, lot#: 62578266, cat#: 00801803202. Femoral head, lot#: 62747923. Report source: foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after a total hip arthroplasty the patient was found to have a broken trilogy liner. The revision surgery date could not be determined. No additional information.